Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the flash memory of the ffb and gen was calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that an interconnection (interlock) failure error message was displayed. This error causes the system to shut down. There is no report of a pt injury or death associated with this event.